Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Per the gore tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore tag® thoracic endoprosthesis may include but are not limited to pseudoaneurysm and reoperation.

Event description:
On (B)(6) 2016, the patient underwent treatment of a ruptured thoracic aneurysm, which located around the left subclavian artery, with conformable gore tag® thoracic endoprosthesis, a tgu313110j. The left subclavian artery was coil-embolized and the endoprosthesis was successfully implanted covering the left subclavian artery. On unknown date in 2017, a 6-month follow-up examination revealed there was a pseudoaneurysm formed around the distal edge of the tgu313110j. On (B)(6) 2017, the patient underwent secondary procedure to treat the pseudoaneurysm. An additional stent graft was implanted being overlapped with the tgu313110j and the pseudoaneurysm was successfully treated. The patient tolerated the procedure.